Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 10/25/2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery to address the finding. The device passed battery performance testing.

Event description:
It was reported that the unit would not run properly on the back up battery. There was no patient involvement. The event date was not specified; estimate used.